Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance in conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported an erroneously elevated initial troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. Subsequent testing of the patient's sample, on the same instrument, generated a similar elevated result. The patient was redrawn six hours later and a result, within the normal reference range, was obtained. The customer indicated both samples were retested several times (including dilution testing) and the results were within the normal reference range. The customer stated the initially elevated result was released out of the laboratory. As a result, the patient was transferred to the intensive care unit (ICU) and was moved out of the ICU after normal results were obtained six hours later. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The patient's samples were collected in 13x100 mm becton dickinson vacutainer® sst ii plus plastic serum tubes with gel and centrifuged at 3,500 rpm (rotations per minute) for five minutes. The patient's samples were analyzed two hours following collection and stored at room temperature. No sample integrity issues were reported. System parameters including calibration and system checks were performing within assay and instrument specifications prior to the event. No system issues were reported. The instrument was in operation.